Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states; however, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the unites states.

Event description:
It was reported that the insulin pump had a hairline crack in the side of the battery compartment. The customer's blood glucose was 6.8 mmol/l. The customer stated that recently she had a caesarean section operation and the insulin pump might have been bumped during the procedure. The customer was advised that the device was no longer water tight and should not be worn. Nothing further was reported.